Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump suspended itself without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the pump powered on with audible and vibratory features. The pump was exercised for 24 hours with no ¿self suspending.¿ the pump was able to be manually suspended and manually resumed successfully during testing. There were no hypersensitive keys observed. The suspend features were found to be functioning properly during testing. The original complaint was unable to be duplicated. Unrelated to the original complaint, the pump powered on to a discolored display. (B)(4).